Event description:
It was reported that a dissection occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. At an unspecified point in the procedure a dissection occurred. Following the procedure the patient was stable. It was further reported a translational error occurred where damage to the sentinel cps was reported as a vascular dissection. It has been confirmed that no dissection occurred. Due to tortuous anatomy, the sentinel cps was unable to be advanced into position and became kinked. The proximal filter and distal filter were both fully retrieved prior to the sentinel cps being removed from the patient. The sentinel cps was removed without incident. No patient complications occurred.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem, h6 patient codes, h6 device codes, h6 component codes, h6 evaluation method codes, h6 evaluation result codes. Device analysis the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific (bsc) quality technician. The returned sentinel cps was visually and functionally examined. The sentinel cps was returned with the proximal and distal filters sheathed, the articulating distal sheath relaxed, and the distal filter slider bent. The sentinel cps was returned with a guidewire loaded into the device with one portion of the guidewire protruding from the distal filter slider hub and one portion of the guidewire protruding from the device tip. The guidewire was unable to be removed from the sentinel cps due to the distal filter slider kink. No issues occurred during functional testing.

Event description:
It was reported that a dissection occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. At an unspecified point in the procedure a dissection occurred. Following the procedure the patient was stable.